Event description:
The patient reported that the device did not last very long. It was further reported that there was early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-35, lead, implanted: (B)(6) 2010; 5071-35, lead, implanted: (B)(6) 2010; 5076-45, lead, implanted: (B)(6) 2001. (B)(4).